Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, a 26mm annuloplasty ring was explanted after an implant duration of approximately 10 months (10.53 months) due to hemolysis. A part of the annuloplasty ring came off from the patient's annulus, since it was not sutured to the annulus closely. A valve was implanted as a replacement. Customer commented that this explant was not device related.

Manufacturer narrative:
Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors . It is typically not related to product malfunction. In this case, explant of the ring was due to the ring pulling away from the patient's annulus "since it was not sutured to the annulus closely" as indicated by the surgeon's initial report. Replacement of the native heart valve was due to hemolysis. There was no allegation of product malfunction. Because the device was discarded at the hospital, the device will not be returned for evaluation and no additional information is available.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation because it was discarded by the hospital.